Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. The cse found a defective pinch valve. The pinch valve was replaced on the advia centaur xp s/n (B)(4). The cse ran ten replicates of quality control (qc) with acceptable results. No conclusion can be drawn. The cause for the discordant br results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: "warning: do not use the advia centaur cp br assay as a screening test or for diagnosis. Normal levels of ca 27.29 do not always preclude the presence of disease. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required. Note: do not interpret levels of ca 27.29 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed breast carcinoma frequently have levels of ca 27.29 within the range observed in healthy individuals. Additionally, elevated levels of ca 27.29 can be observed in patients with nonmalignant diseases. Measurements of ca 27.29 should always be used in conjunction with other diagnostic procedures, including information the patient's clinical evaluation." The IFU states in the taking corrective action section: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: -verify that the materials are not expired. -verify that required maintenance was performed. -verify that the assay was performed according to the instructions for use. -rerun the assay with fresh quality control samples. -if necessary, contact your local technical support provider or distributor for assistance." The IFU states in the calibration frequency section: "calibrate the assay at the end of the 7-day calibration interval for high volume usage and for low volume usage. Note for low volume usage, perform a calibration every time you load a fresh primary reagent pack. Additionally, the advia centaur br assay requires a two-point calibration when: -changing lot numbers of primary reagent packs. -replacing system components. -quality control results are repeatedly out of range."

Event description:
Discordant advia centaur xp br results were obtained for samples from seven patients. The quality control (qc) was out low when run by the night shift. The customer calibrated the same reagent readypack and ran the qc. The calibration and qc were acceptable. The seven patient samples were run and results reported. The day shift placed a fresh reagent readypack and did not calibrate. The qc was run and was in range. The seven patient samples were repeated and the results were higher. Corrected reports were issued. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant br results.